Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing fatigue presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator exhibited backup vvi operation. The patient was brought into the clinic for troubleshooting. After device download, normal function resumed. Patient¿s symptoms were resolved after the download was completed.